Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, surgeon fired the device on the renal vein, and staples appeared erractic and in oblique angles. Also, the knife did not cut the vessel. The device was difficult to load and take out (very tight). The surgeon manually placed ligating clips on vessel and cut to complete the procedure.